Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the load process "jumps around". Reportedly, when the change cartridge step was completed, the pump directed the customer to fill cannula and skipped the fill tubing step. The customer went back to perform the skipped step and resumed insulin delivery. There was no impact to blood glucose.